Manufacturer narrative:
One brk needle and stylet were received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, analysis confirmed an intermittent leak with the needle stopcock in the closed position. The stop cock valve was gently pushed laterally from the non-lever side and a leak was detected from both the lever seal and non-lever seal. The lever side was gently pushed laterally again and the leak stopped. A supplier corrective action was initiated to address the intermittent leak in the brk needle.

Event description:
It was reported when the stopcock was turned to the off position, it leaked. There were no reported consequences to the pt.